Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, a benchmark 6f 071 delivery catheter (benchmark) was found to be broken near the middle of the catheter upon removal from the packaging. The damage to the benchmark was found prior to use and; therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.